Manufacturer narrative:
The investigation determined that lower and higher than expected vitros valp quality control results were obtained on three different levels of biorad quality control fluids and a single patient study sample on a vitros 5600 instrument. The definitive root cause could not be determined; however, the possibility that there was an unexpected issue with the valp reagent could not be ruled out. The investigation determined that neither pre-analytical sample handling nor an unexpected vitros 5600 system problem were contributing factors to the events.

Event description:
The customer obtained lower and higher than expected vitros valp quality control results on three different levels of biorad quality control fluids and a single patient study sample on a vitros 5600 instrument. Vitros valp results l1 qc: 22.9, 25.1, 25.5, 24.7, 48.1, 55.2, 55.8, 56.1, 54.9, 54.5, 55.06, 55.01, 53.4, 54.3, 54.5, 54.5, 54.8, 54.1, 53.7, 52.4, 54.2, 55.3, 55.1, 55.2, 54.7, 54.8, 20.9 and 56.1 ¿g/ml vs expected 35.65 ¿g/ml. Vitros valp results l2 qc: 58.5, 60.4, 58.3, 59.7, 60.7, 57.6, 57.4, 58.2, 57.6 ¿g/ml vs expected 77.0 ¿g/ml. Vitros valp results l3 qc: 79.6, 97.5, 97.3, 93.7, 97.1, 93.1, 95.8, 95.6, 95.1, 95.7 ¿g/ml vs expected 122.4 ¿g/ml. Patient sample vitros valp results: 6.3 and 6.2 ¿g/ml vs expected 18.42 ¿g/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No patient results were reported during the timeframe of the event, however, the investigation could not rule out that patient samples results not be affected if the event were to recur undetected. There was no allegation of patient harm. This report is number six of eight MDR¿s for this event. Eight 3500a forms are being submitted for this event as eight devices were involved. (B)(4).